Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional information received on 02/23/2016; patient's inr therapeutic on heparin due to ECMO (extracorporeal membrane oxygenation). Patient received neurosurgery, right hemicraniectomy. Patient's prognosis, he is moving all extremities. The left arm is significantly impacted though improving slowly with time and pt (physical therapy). Patient acutely decompensated - presented to an outside hospital and was transferred after a day or so of not improving and echo findings. He was in the ccu - initially suspected giant cell myocarditis though he did not respond to high dose steroids. He crashed and was placed on tandem heart, pressor requirements continued to escalate and then converted to ECMO in which he stabilized. His biopsy s/p hvad came back for viral cm. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Stroke is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Stroke/cerebrovascular accident has been identified in the labeling as a serious adverse event that may be associated with the implantation of vads and the associated therapy. While the root cause of the event cannot be conclusively determined, with review of the available information there is no evidence to suggest a relationship to any device performance or manufacturing issues. Factors which may have contributed to stroke in this patient include pre-existing comorbidities, recent pump thrombus requiring thrombolysis and oral anticoagulation therapy. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Stroke has been identified as a serious adverse event that may be associated with use of the lvad system. Although, the root cause of the reported event cannot be conclusively determined, patient, clinical and operational context are factors that may have contributed. With review the reported information there is no indication of any device performance or manufacturing issues related to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the medical professional that patient with embolic cva requiring craniotomy. Patient on post op day number one was noted to have left sided deficit. Anticoagulation had not yet been started. CT scan revealed large mca (middle cerebral artery) embolic stroke resulting in significant cerebral edema with midline shift. Plan is to take patient for emergent craniotomy. Prognosis is not known at this time. Patient remains in the hospital.